Event description:
Further information: pins jammed in the holes of the saw block. Only about 0.5 cm have come through. Puncturing in the bone was therefore not possible. 2 more pins were pushed into the other holes, making puncturing possible. Surgery successfully completed without delay. No damage to bone. Associated medwatch-reports: 9610612-2020-00995 - (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the pin is stuck in the cutting guide. The end of the pin is broken. The broken end of the pin is not available for investigation. Both available components show little traces of use.there are no hints for a material or manufacturing failure. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additonal information/results will be submit in a supplemental report.

Event description:
It was reported that there was an issue with product univation x tibial. According to the complaint description, it was reported that the pins stuck in the saw block during surgery. Only about 0.5 cm have come through. Puncturing in the bone was therefore not possible. Two more pins were pushed into the other holes, making puncturing possible. Surgery successfully completed without delay. There was no patient harm. The adverse event / malfunction is filed under aag reference (B)(4).